Event description:
The customer states back to back blood glucose results of 102 mg/dl and 60 mg/dl. The customer states the capillary blood drop is not being readily absorbed by the strip. No treatment received and the customer states he is fine. Return requested and replacement was sent.